Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Section h6 and h10:  the delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility.  No relevant photographs, video, or imagery were also provided. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported event. A device history record (DHR) review performed did not reveal any manufacturing issues that would have contributed to the event. A review of lot history revealed no similar complaints. As this complaint was unable to be confirmed and the occurrence rate did not exceed the july 2019 control limit for the trend category, a complaint history review was not required.  The commander delivery system with s3, instructions for use (IFU), the device preparation training manual and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system.  Per the procedural training manual, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure.  Check delivery system before valve alignment.  If kinked, do not use.  Note: do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure ¿ compression may be observed in the distal portion of the flex catheter during valve alignment.  Perform valve alignment in the straight section of the aorta. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed, as no relevant photographs, videos, or imagery were provided.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis.  As a result, presence of a manufacturing non-conformance was unable to be determined.  However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint.  Additionally, a review of the IFU and training manual revealed no deficiencies.  Without photographs, imagery, or the device itself, a definite source of the leakage cannot be determined.  However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure.  The following patient and/or procedural factors can possibly contribute to delivery system leakage: ¿ excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft). ¿ kinking of the delivery system during insertion/advancement or improper insertion of the stylet or guidewire results in damage to the guidewire lumen. ¿ calcification in the patient anatomy damages the inflation balloon and/or crimp balloon.  Therefore it is likely that patient/procedural factors contributed to the reported event.  However, based on available information, a definite root cause cannot be determined at this time.  Review of complaint history revealed that the occurrence rate for the trend category did not exceed the july 2019 control limit. No corrective or preventive action is required at this time.

Manufacturer narrative:
H10: the delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility.  Imagery was provided to edwards lifesciences for evaluation.  The imagery showed the valve slightly underexpanded positioned in the annulus.  No imagery of the delivery system was provided.  Although the valve was underexpanded, the condition of the delivery system was unable to be confirmed from this imagery.  During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported event. A device history record (DHR) review performed did not reveal any manufacturing issues that would have contributed to the event. A review of lot history revealed no similar complaints. As this complaint was unable to be confirmed and the occurrence rate did not exceed the july 2019 control limit for the trend category, a complaint history review was not required.  The commander delivery system with s3, instructions for use (IFU), the device preparation training manual and the procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system.  Per the procedural training manual, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure.  Check delivery system before valve alignment.  If kinked, do not use.  Note: do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure ¿ compression may be observed in the distal portion of the flex catheter during valve alignment.  Perform valve alignment in the straight section of the aorta. Based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as the device was not returned and the complaint could not be confirmed from the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the lot history, DHR, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies.  Without the device itself, a definite source for potential leakage cannot be determined. However, since the device was able to be successfully de-aired, it is likely that the leakage source was not present on the device out-of-box and was created during the procedure. The following patient and/or procedural factors can possibly contribute to delivery system leakage:  excessive manipulation of the delivery system during the procedure (e.g. During delivery system insertion/advancement or valve alignment) results in kinking or damage to the balloon shaft or balloon catheter bonds (i.e. Nose tip/inflation balloon, crimp balloon/balloon shaft).  Kinking of the delivery system during insertion/advancement or improper insertion of the stylet or guidewire results in damage to the guidewire lumen.  Calcification in the patient anatomy damages the inflation balloon and/or crimp balloon.  As such, it is likely that patient/procedural factors contributed to the reported event. However, based on available information, a definite root cause cannot be determined at this time. Review of complaint history revealed that the occurrence rate for the trend category did not exceed the july 2019 control limit. As such, no corrective or preventive action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure, the 23mm sapien 3 valve was under expanded ¿due to a leak in the delivery system.¿  the decision was made not to intervene/post-dilate as the patient remained hemodynamically stable and there was concern the open cells of the stent could cause an annular rupture.